Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting the patient developed some drainage post operatively with increased pain and swelling. There was reactive tissue consistent as the infection was a group b strep. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: dome hole plug single pack # item 00875700001 lot 63070524, m / l taper femoral stem # item 00771101200 lot 62282290, continuum shell # item 00875705200 lot 63035179, bioloxâ® delta, ceramic femoral head # item 00877503601 lot 2778810. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 1 month post surgery due to infection. Patient developed some drainage about 4-5 days post-operatively. Surgery was scheduled on an elective basis but was admitted to the hospital for increased pain, swelling, chills, and feeling of weakness. Fibrinous tissue, synovitis, and synovial tissue that looked irritated was removed.